Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and no evidence was found due to the constant error alarm. The power up self-tests were performed which failed. There was a constant error alarm upon powering up the pump with an error code 46510. The device was inoperable and failed all functional tests. The main board will be replaced to resolved to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed "46510.537569100.0.3328.0" with a red screen. There was no reported adverse event.